Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and cleaned all tip clamps and sleeves. The plunger clamps were checked. The instrument was inspected, tested without further problem, and returned to service.